Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, device time was off by one hour and unable to pull medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device time was incorrect. A technical support specialist dialed into the station, corrected the time, and rebooted the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.